Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went up to 436 mg/dl. The customer treated their blood glucose level with candy. They also had issues with the sensor. The device was not returned.